Event description:
Radiation skin burn that resulted from a long complicated interventional cardiovascular angioplasty procedure. The total fluoroscopy time was 95 minutes with 64 digital cine runs. The high radiation dose was a result of the long procedure and the very "large" pt size. This resulted in a radiation dose that most likely exceeded 1000 rads, best current estimate. The pt went into cardiac arrest during the procedure and required resuscitation and defibrillation.